Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had kv, ma on in error and overload faults displayed. The system was locked up. There was no patient injury or death reported.